Event description:
Patient presented to the physician with ongoing shocking sensations in the arms and hands during therapy, ipg mobility with tenting above the clavicle, tongue swelling, and slurred speech. Physician brought the patient into the or and explanted the entire inspire system.